Event description:
"The nurse discovered that the tubing on the bag of bevacizumab was leaking. There was a small amount of liquid in the transport bag prior to removal of infusion. When the infusion was complete the nurse discovered that there was fluid on the pump (that appeared to have leaked from the tubing.) The infusion was made using primary tubing 2c8541, lot (10)r24a02017, exp [redacted date]." Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue. Sample discarded according to chemo handling policy.